Event description:
It was reported that the device was "sticking" with coagulation and cutting being needed more than usual. Additional information was received that the procedure was a hysterectomy and it was reported that the first procedure of burn and cut went as planned, the device was not cleaned and sent for a second burn which is where the device stuck to tissue, not cauterizing the tissue. The procedure was completed with a triverse and hook. No tones were heard. There was no patient injury or blood loss. Additional time was needed to complete the procedure. It was reported that the jaws were not cleaned after each use or during the procedure at all. No more force than recommended was used.

Manufacturer narrative:
The device was not returned to the manufacturer as of the date of this report and was reported to be discarded by the user facility. No lot number was reported so the device history record could not be reviewed for discrepancies.